Event description:
A display error message issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified error message, and the customer was unable to obtain glucose readings. As a result, the customer experienced nausea and weakness. The customer was unable to self-treat and consulted with a healthcare professional (hcp) where the customer had a reading of "400". The customer was then provided with unspecified treatment for the diagnosis of hyperglycemia by an hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Observed clinical and historical data log contained errors and no valid glucose data. Sensor state 7 with event log 11,227 and 224 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release.